Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic bronchitis, gerd, insomnia, morbid obesity and osteoarthritis. Concurrent conditions included allergic rhinitis since (B)(6) 2014, nauseated, dizzy, painful joints, dysarthria, back pain, periumbilical pain, chronic cervicitis, adenomyosis, fibroids, left lower quadrant pain, muscle spasm, hypertension, asthma and vitamin d deficiency. Concomitant products included fluticasone propionate (flovent) for asthma, alprazolam (xanax) from (B)(6) 2016 to (B)(6) 2017 for depression and anxiety, famotidine for hypertension as well as amitriptyline from(B)(6) 2016 to (B)(6)2016, cefixime (flexeril), colecalciferol (vitamin d3) from (B)(6) 2016 to(B)(6) 2017, cyclobenzaprine from (B)(6) 2013 to (B)(6) 2017, diazepam (valium), ergocalciferol from (B)(6) 2015 to (B)(6) 2015, fluticasone propionate;salmeterol xinafoate (advair) from (B)(6) 2014 to (B)(6) 2016, hydrocodone, methocarbamol from (B)(6) 2015 to (B)(6) 2017, methylprednisolone (medrol), nebivolol hydrochloride (bystolic) from (B)(6) 2014 to (B)(6) 2015, quetiapine fumarate (seroquel), sertraline hydrochloride (zoloft) since (B)(6) 2014 and topiramate. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines/headaches"), headache ("headaches"), dysmenorrhoea ("dysmennorhea (cramping)") and post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"). The patient was treated with nsaids, paracetamol (acetaminophen), quetiapine, sertraline and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, migraine and post-traumatic stress disorder outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received:outcome of previously reported event physical pain/ pain, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal) was updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic bronchitis, gerd and insomnia. Concurrent conditions included allergic rhinitis since (B)(6) 2014, post-traumatic stress disorder since (B)(6) 2014, nauseated, dizzy, painful joints, dysarthria, back pain, periumbilical pain, chronic cervicitis, adenomyosis, fibroids, left lower quadrant pain and muscle spasm. Concomitant products included fluticasone propionate (flovent) for asthma, alprazolam (xanax) for depression and anxiety, famotidine for hypertension as well as amitriptyline from (B)(6) 2016 to (B)(6) 2016, cefixime (flexeril), diazepam (valium), ergocalciferol from (B)(6) 2015 to (B)(6) 2015, hydrocodone, methylprednisolone (medrol), nebivolol hydrochloride (bystolic) from (B)(6) 2014 to (B)(6) 2015, quetiapine fumarate (seroquel) and topiramate. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the depression, anxiety, vaginal haemorrhage, menorrhagia and migraine outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraines, anxiety, headache, menorrhagia, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received. Event dysmenorrhea(cramping) was added. Concomitant and treatment drugs were added. Reporter's information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic bronchitis, gerd, insomnia, morbid obesity and osteoarthritis. Concurrent conditions included allergic rhinitis since (B)(6) 2014, nauseated, dizzy, painful joints, dysarthria, back pain, periumbilical pain, chronic cervicitis, adenomyosis, fibroids, left lower quadrant pain, muscle spasm, hypertension, asthma and vitamin d deficiency. Concomitant products included fluticasone propionate (flovent) for asthma, alprazolam (xanax) from (B)(6) 2016 to (B)(6) 2017 for depression and anxiety, famotidine for hypertension as well as amitriptyline from (B)(6) 2016 to (B)(6) 2016, cefixime (flexeril), colecalciferol (vitamin d3) from (B)(6) 2016 to (B)(6) 2017, cyclobenzaprine from (B)(6) 2013 to (B)(6) 2017, diazepam (valium), ergocalciferol from (B)(6) 2015 to (B)(6) 2015, fluticasone propionate;salmeterol xinafoate (advair) from (B)(6) 2014 to (B)(6) 2016, hydrocodone, methocarbamol from (B)(6) 2015 to (B)(6) 2017, methylprednisolone (medrol), nebivolol hydrochloride (bystolic) from (B)(6) 2014 to (B)(6) 2015, quetiapine fumarate (seroquel), sertraline hydrochloride (zoloft) since (B)(6) 2014 and topiramate. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmennorhea (cramping)") and post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"). The patient was treated with nsaids, paracetamol (acetaminophen), quetiapine, sertraline and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the depression, anxiety, vaginal haemorrhage, menorrhagia, migraine and post-traumatic stress disorder outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: pfs was received. New event ptsd was added. Medical history was added. Treatment and concomitant and drugs were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic bronchitis, gerd and insomnia. Concurrent conditions included nauseated, dizzy, painful joints, dysarthria, back pain, periumbilical pain, chronic cervicitis, adenomyosis, fibroids and left lower quadrant pain. Concomitant products included fluticasone propionate (flovent) for asthma, alprazolam (xanax) for depression and anxiety, famotidine for hypertension as well as cefixime (flexeril), diazepam (valium), hydrocodone, methylprednisolone (medrol), quetiapine fumarate (seroquel) and topiramate. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the depression, anxiety, vaginal haemorrhage, menorrhagia and migraine outcome was unknown. The reporter considered anxiety, depression, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraines, anxiety, headache, menorrhagia, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet and medical record was received. Events added from pfs- depression, mental anguish, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches. Reporter information, medical history, concomitant drug, events onset date, event outcome, essure insertion date and removal date were added. Device category changed from device other event to incident. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.